Manufacturer narrative:
Further investigation revealed the explant date is (B)(6) 2017 not (B)(6) 2017.

Event description:
Device 1 of 2: reference MFR number: 1627487-2017-01213.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Device 1 of 2: reference MFR report #: 1627487-2017-01213. It was reported the patient's leads were explanted and replaced on (B)(6) 2017 due to lead migration.